Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed off at the last office visit. There was also a concern that the device, which is being remotely monitored via the latitude patient management system, did not issue an alert for this for a few days.